Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via egm due to potential interaction between the hv lead and the pace/sense lead. The noise was intermittently inhibited pacing. Patient was asymptomatic. Programming changes were made and resolved the noise. There were no adverse consequences to the patient.